Event description:
It was reported that a patient, who had already been diagnosed with incontinence, underwent an anterior pelvic floor repair procedure in 2008. After the procedure, the patient's incontinence had worsened. As a result, the patient underwent bulking therapy. It is indicated that this event required hospitalization. The outcome of this event is listed as resolved as of 2009.

Manufacturer narrative:
Date sent to the FDA: 05/29/2009. Worsened incontinence: conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.